Event description:
Boston scientific received information that the patient¿s pocket healed funny. A revision procedure was scheduled and possible putting the device sub pectoral. This device remains in service. No adverse patient effects were reported. Additional information received that this product was part of a system revision due to pocket infection. Moreover, culture was positive for infection. This cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.